Event description:
This lead was removed due to an infection.

Manufacturer narrative:
September 26, 2013: an analysis from the manufacturing is pending december 16, 2013: method: since the device was not returned, the production history and sterilization records were reviewed. Result: the records show that the device was manufactured, sterilized and released according to applicable standard operating procedures. (B)(4). Lead was not returned.

Manufacturer narrative:
(B)(4) 2013;an analysis from the manufacturing is pending. Lead was not returned.

Event description:
This lead was removed due to an infection.